Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.